Manufacturer narrative:
Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the self-test failed.